Event description:
The customer reported that the device was going into standby mode by itself.

Manufacturer narrative:
This complaint remains under investigation. A follow up report will be submitted upon completion of the investigation.